Manufacturer narrative:
No medical records were provided to the manufacturer. The lot number for the device was provided. The device history record is currently under review. The device has not been returned to the manufacturer for evaluation to date. The results of the device evaluation will be furnished upon completion of the event investigation which is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a fistula gram procedure using a pta balloon dilatation catheter to treat the central veins, a break was allegedly identified at the joint between the catheter shaft and the balloon. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. The lot met all release criteria. Visual/microscopic inspection: the balloon size for this product is printed on the balloon hub of the catheter and identified the returned sample as a 14mm x 4cm balloon. A partial circumferential outer shaft break was observed at the proximal balloon glue joint. The inner polyimide was noted to be intact. The break was examined under microscopic magnification and there were no obvious signs of stretching observed. The edges of the outer shaft break were observed to be jagged, indicating that the break was not clean. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: one electronic photo was reviewed by field assurance engineer. The photo shows the distal end of an atlas pta catheter. The balloon appears to be bloody and a minor kink can be identified near the proximal glue joint. Based on the photo provided, the investigation cannot be confirmed for a break at the proximal glue joint. Conclusion: the device was returned and one photo was submitted for review. Based upon the condition in which the sample was returned, the investigation is confirmed for a break at the proximal balloon glue joint. The definitive root cause could not be determined based upon available information. It is unknown if patient and/or procedural issues contributed to the event. Labeling review: the current IFU (instructions for use) states: warnings: when the catheter is exposed to the vascular system, it should be manipulated while under high-quality fluoroscopic observation. Do not advance or retract the catheter unless the balloon is fully deflated. If resistance is met during manipulation, determine the cause of the resistance before proceeding. Precautions: if resistance is felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. Use of the atlas pta dilatation catheter: apply negative pressure to fully evacuate fluid from the balloon. Confirm that the balloon is fully deflated under fluoroscopy. While maintaining negative pressure and the position of the guidewire, withdraw the deflated dilatation catheter over the wire through the introducer sheath. Use of a gentle counterclockwise motion may be used to help facilitate catheter removal through the introducer sheath. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a pta angioplasty procedure of an a-v fistula, a break was allegedly identified at the joint between the catheter shaft and the balloon. The balloon was exchanged over the guidewire for another that was used to complete the procedure. There was no reported patient injury.